Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead exhibited a loss of capture and loss of sensing. During the revision procedure, the lead dislodged. The lead was explanted and replaced.